Event description:
It was reported that the handset used with a deep brain stimulation implantable pulse generator (ipg) would not power on and the screen was unresponsive. The patient stated that the battery had expired twice previously and had been fixed. The patient attempted to reset the handset by pressing and holding the volume and power keys simultaneously, but this did not resolve the issue. Pressing and holding the power button alone also did not power on the handset, and the screen remained unresponsive. The patient's grandson assisted and confirmed that the power button could be felt clicking down, but the screen did not respond. A replacement handset was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.